Event description:
On 20-apr-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels over 400 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was functioning as intended. Logs showed a low insulin alert on (B)(6) 2026 followed by an out of insulin alert on (B)(6) 2026. The user subsequently completed a supply change; however, hyperglycemia persisted following the supply change and insulin delivery was later paused. The reason for persistent hyperglycemia following the supply change could not be established. If additional information becomes available, a supplemental MDR will be submitted.